Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and software error detected. Customer reported they had high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black device was returned for a pump error 53 alarm and customer alleging high bg's found on 05-feb-2022. The device passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locks properly into reservoir compartment. No pump error 53 alarms noted during testing. Device history and trace files downloaded successfully using thump software. Pump error 53 was present in the history download on event date of (B)(6) 2022 at 3:39 am. (Esf #: (B)(4)) ((B)(6)). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. During visual inspection the following were noted: scratched case and pillowing keypad overlay. Pump error 53 alarms confirmed in pump history/trace files on (B)(6) 2022 at 3:39am due to a hardware error as per global logic analysis (esf #: (B)(4)). Problem isolated to electronic assembly. Unable to verify customer's complaint for high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.